Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray batteries displayed no lights for batteries being charged. Replacing the batteries resolved the issue . The imaging system then passed the system checkout and was found to be fully functional. The batteries have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the image acquisition system (ias) x-ray batteries are not holding a charge. There was no patient present when this issue was identified.